Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch, the following information was received: it was difficult advancing the otw mini trek balloon dilatation catheter to the lesion. The balloon was inflated to nominal pressure. When attempting to remove the catheter, resistance was met; therefore, the guide wire was removed and a new guide wire was placed. The mini trek dilatation catheter was then able to be removed, although there was still some resistance noted.

Event description:
It was reported that during a mid circumflex artery procedure to treat in-stent restenosis of a non-abbott stent, the otw mini trek balloon became stuck on the hi-torque extra s'port guide wire during advancement in a moderately tortuous, heavily calcified lesion. Removal of the otw mini trek balloon was difficult and resulted in the wire kinking. The wire and the balloon were removed as one unit and a new wire was introduced into the patient. There was no adverse patient sequela reported. Although requested there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and blood and contrast on the shaft. There was crystallized contrast in the inflation lumen and the loosely folded balloon. This is consistent with preparation and use of the catheter in the patient anatomy. There were two kinks in the shaft located 32 cm distal to the strain relief tubing and at the midlap joint which may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The guide wire used during the procedure was not returned; therefore it is unknown how it may have contributed to the reported difficulties. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A mandrel was used in an attempt to measure the inner diameter of the catheter; however the mandrel could not be back loaded. An attempt was made to front load the mandrel and it would not advance further than 6 cm proximal to the midlap joint. A new .014 guide wire was back loaded through the catheter but there was strong resistance at the midlap joint; however the guide wire did advance through the entire length of the catheter. The tip of the catheter and the hub were cut off to reveal the inner member. The distal portion of the inner member was collapsed at the necked transition distally for a length of 24.7cm. Inner member collapse can occur if a guide wire is not inserted into the guide wire lumen during inflation or during preparation for use or from multiple/high pressure inflations; however a conclusive cause could not be determined for the noted inner member collapse. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the noted inner member collapse could not be determined.